Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2006 and the patient¿s cause of death was epilepsy, unspecified mental retardation, cardiac arrest, cardiac arrhythmia, and other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. The death certificate indicates that the patient was buried, and that no autopsy was performed. This suggests that the patient was buried with the implanted vns system.

Manufacturer narrative:
Death occurred, but is not suspected to be related to vns therapy. Device failure is not suspected.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2006 and the patient¿s cause of death was epilepsy, unspecified mental retardation, cardiac arrest, cardiac arrhythmia, and other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. The death certificate indicates that the patient was buried, and that no autopsy was performed. This suggests that the patient was buried with the implanted vns system.